Event description:
It was reported that the patient's pump charging port was damaged, requiring manual adjustment to charge properly. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.